Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: porous titanium cage depuy. Medtronic venture plate. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
Patient is experiencing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h6: type of device code updated to 2993: adverse event without identified device or use problem. H6: type of investigation updated to 3331: analysis of production records. H6: type of investigation updated to 4114: device not returned. H6: type of investigation updated to 4119: insufficient information available. H6: investigation conclusions updated to 4315: cause not established. The following sections have been corrected: d5: operator of device corrected patient/consumer.

Event description:
Patient is experiencing pain. It was reported that the patient was experiencing pain while using the spinal pak device. The patient said that the pain is where she is treating with the device. The patient stated the pain was sporadic and the patient rated the pain as a 6 on a scale of 1 to 10. The patient did speak to her doctor and was prescribed anti-inflammatory medication. No additional patient consequences were reported.